Manufacturer narrative:
The pusher proximal and distal section were undamaged and met specifications. The implant coil was returned and it was not attached to the pusher. The implant coil was stuck in the microcatheter. The microcatheter was smashed 1cm from the distal tip; this condition did not permit the implant coil to move. This section was dissected to remove the implant coil. The implant coil was stretched at the proximal section (tie knot section) and was deformed and stretched. The pusher was opened to verify the monofilament condition; it had a tail shape. The investigation of the returned coil system found the implant had separated from the pusher and was stuck in the microcatheter. The pusher showed no evidence of activation using a detachment controller. The evaluation of the pusher found the attachment monofilament to have a profile that is consistent with the implant separating due to excessive tensile/retraction forces. The microcatheter was returned and was found to be damaged near the distal tip where the implant was originally stuck upon receipt. The damage to the microcatheter resulted in the coil becoming stuck during use, which led to the separation of the implant. The physical evaluation of the device could not determine the conditions of circumstances that led to the damage to the sl-10 microcatheter, but it is consistent with the device experiencing excessive forces.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during positioning in an aneurysm, an embolization coil implant could no longer be manipulated. During the attempt to retract the device, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or additional intervention.